Event description:
A female pt contacted lifecor customer support to report that one of her battery packs is not charging properly. Support requested a download and the download revealed many "battery runtime expired" and "battery pack fault" flags. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many " battery runtime expired" flags were seen on the download from the this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.